Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. A replacement vent was sent to this customer. As of this date the vent has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the differential alarm is failing on the blender. When he lowers the air or oxygen the differential alarm does not sound until 35psi. (Blender spec is 30 +/- 2). There was no indication of patient involvement.